Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had to throw 4 sensors because the 2 was missing the electrode and other 2 lasted only for 2 days. Customer stated that she had removed sensors then she got continued sensor error alarm. Customer was explained the alarms and meaning. Customer's blood glucose at time of incident was unknown.